Event description:
The user facility reported that during a patient procedure their 3085-r surgical table made a loud noise and became unstable. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the shrouds were damaged and bent along the column bracket. The observed damage is indicative of user facility personnel storing items on the base of the table. The 3085-r surgical table operator manual states, "safety precautions warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing patient and/or user at risk of personal injury. Do not use table base for storage." The technician counseled user facility personnel on the proper use and operation of the 3085 surgical table, specifically the importance of not storing items on the base of the table. The technician made the necessary repairs, tested the table, and returned to service. No additional issues have been reported.